Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are (B)(6). Additional device product code is hwc. The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent removal of hardware surgery on (B)(6) 2015 due to painful prominent hardware. The initial surgery was an open reduction internal fixation performed on (B)(6) 2015 to treat a right tibial plateau fracture. There was no surgical delay reported. The procedure was completed successfully. This report is 1 of 6 for (B)(4).